Event description:
It was reported that the insulin gauge was inaccurate as customer did not complete the load process. Subsequently the customer received a minimum fill notification after the user filled the cartridge with 300 units of insulin. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 270 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.